Event description:
Pt had undergone primary left total hip arthroplasty in 2006, he was doing well until 2009, when he felt something give in head, and he was unable to walk. Fractured modular neck and fatigue fracture with displacement, left total hip. Implants removed wright profemur z size 4 noncemented stem and anteverted varus neck long modular which was broken at the stem, and a plus 3.5 femoral head.